Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 28mg/dl at the time of incident. The customer¿s current blood glucose value was 139mg/dl. It was reported that they were unconsciousness dizzy. The customer treated low blood glucose value with food and glucose tablets. It was unknown if the customer was using auto mode or not at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was reported customer did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Insulin pump was not worn during a medical procedure. Insulin not dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.